Manufacturer narrative:
G4: 13jan2020. B4: 04may2020. Information was received that the issue occurred when the device was on standby and was being placed on a patient. The customer was placed on another ventilator due to the reported issue. The customer stated there was no alarm for not reading the tidal volume on the ventilator. Multiple attempts have been made to obtain additional information and on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30dec2019.

Event description:
The customer reported unit not reading tidal volume. It is unknown if the device was in use. No patient or user harm was reported.